Manufacturer narrative:
(B)(4). Date sent: 12/4/2023 d4: batch # 541c39 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the one ec45a device was returned with no apparent damage, with the closing trigger and anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One ecr45m reload was loaded in the device. The cartridge reload was received fully fired with several b-formed staples on the deck and the reload deck was damaged. In addition, three clips were found lodged behind the knife, resulting in the firing mechanisms jamming. No functional test was performed due the condition of the device. The event reported was confirmed and it is related to improper use of the device. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 541c39, and no non-conformances were identified.

Event description:
It was reported that during an appendectomy procedure that the device was loaded with a blue load then fired. The stapler was rinsed off and reloaded with a grey load. Upon firing the first stroke when fine but on the second stroke the handle would not release to do the third stroke. The reverse knife blade was pushed but the blade did not reverse. They tried to pry open the handles but they would not budge. Device was eventually cut out with scissors. Procedure was extended by forty-five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 11/2/2023. D4: batch # 563c71. Device evaluation anticipated, but not yet begun. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.